Event description:
A malfunction alarm was reported with the pump, code malf 16, and it was confirmed that the pump was still under warranty. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to return the pump to tandem using a pre-paid label and understood how to put the pump into storage mode for the return. Meanwhile, they would use an alternate form of insulin therapy via mdi. Tandem's technical support arranged for the pump to be replaced.